Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. No under delivery anomalies or prime anomalies noted. Unit was received with corroded battery tube, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 5:00 pm with blood glucose over 575 mg/dl. Customer cannot recall their blood glucose reading during hospitalization. Customer was hospitalized because they had high blood glucose reading. Customer did not have any symptom. Customer was treated in the hospital. High blood glucose reading started on (B)(6) 2017. Customer stated they have been in the intense care unit for two days because of high blood glucose reading. Customer current blood glucose was 545 mg/dl. Customer blood glucose at the time of the incident was 575 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name prairie lakes healthcare system. Infusion set was changed on (B)(6) 2017. There were no air bubbles or leaks. Customer did not mention if the cannula was bent. Customer reported insulin exited. Drive support condition was not mention. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.